Manufacturer narrative:
One tr band and inflator were returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the check valve. The sample passed leak testing. The sample was subject to additional leak testing. 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours, the air was removed and 13ml of air remained in the band. The sample passed additional leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, foreign matter was found. One tr band and inflator were returned for assessment, and the sample passed all leak testing. The check valve was deconstructed, and a piece of foreign matter was found. The complaint can be confirmed for foreign matter. The exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. A corrective action was initiated for this issue.

Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: rn, educator. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band was applied for radial hemostasis post procedure without issue. 19ml of air was applied to the tr band. The patient was moved to the recovery area and the staff noticed there was no air in tr band at start time of air removal. There was no hematoma noted and no adverse effect. The patient remained in stable condition. Hemostasis was achieved with original tr band. The procedure for the patient prior to the use of the tr band was a left heart catheterization via radial approach. There was no noticeable damage observed. The product was stored in a drawer within the temperature-controlled procedure room prior to use.